Event description:
Solstice subject (B)(6) underwent lung cryoablation on (B)(6) 2014. Patient experienced intra-operative pneumothorax requiring a chest tube insertion at the end of the procedure. Pneumothorax resolved and patient discharged (B)(6) 2014.

Manufacturer narrative:
The device was not returned for investigation and no malfunctions or issues with the device were reported. This adverse event was collected as part of a clinical study. Pneumothorax is a known potential adverse effect from cryoablation procedures and is documented as such in the product IFU and user manual. The patient was treated by insertion of a chest tube at the end of the cryoablation procedure. The pneumothorax resolved and the patient was discharged six days later.